Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Detailed analysis is pending.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had emitted atypical tone patterns while implanted. No adverse patient effects were reported. The device was later explanted for normal battery depletion and returned for analysis. Initial analysis revealed a device anomaly.